Manufacturer narrative:
Device was received with a cracked case (battery tube), and cracked battery tube threads. Device p-cap / test reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer had a high blood glucose value. Customer's blood glucose value was 600 mg/dl. The insulin pump will be returned for analysis.